Event description:
Facility reported that at 7:05am treatment was started without incident. At 7:20am the pt c/o severe lower back pain followed by sob. Treatment was stopped wihtout rinse back and o2 at 21/nc was started. At 7:55am pt reported that the back pain and sob had eased. At 8:20am the pt was discharged home per the md. The pt was using a 1st use dry pack dialyzer when the event occurred. The sample was discarded by the clinic.